Manufacturer narrative:
The reported events of noise resulting in oversensing and pacing inhibition were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Shorting between conductors were found due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.